Manufacturer narrative:
Manufacturer's investigation conclusion: a low speed event was confirmed via the submitted log file data. A specific cause for the reported driveline infection cannot be conclusively determined through this investigation. The submitted log files contained overlapping data spanning from (B)(6) 2021 at 13:23:13 to (B)(6) 2021 at 14:36:56, per the timestamps. A low speed event was captured on (B)(6) 2021 at 08:22:22 while the system was supported with the power module. Based on our complaint history and similarly reported events, the data captured in the log file is consistent with a potentially compromised wire within the patient¿s driveline; however, a specific cause for the low speed event cannot be conclusively determined through the evaluation of the returned portion of driveline. Visual inspection of the driveline in its returned state revealed that rescue tape had been applied to the silicone sleeve in-between approximately 1.5-4.25¿ from the controller connector. The rescue taping was removed and revealed cosmetic damage to the silicone sleeve in-between approximately 2.5-4.0¿ from the controller connector. A distal end driveline repair was performed by an abbott technical services representative on 14oct2021. The approximately 20.5" segment of driveline replaced by technical services was returned for evaluation. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires did not reveal any breaches or areas of concern. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. Following the repair, no additional alarms were noted when the patient was connected to a grounded patient cable. The patient remains ongoing on (B)(6). Additional information regarding the event was requested from the account; however, no further information has been provided at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 22aug2016. The heartmate ii left ventricular assist system instructions for use, rev. H, lists infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Instructions regarding preventing infection are outlined in various sections of this document. The instructions for use discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii left ventricular assist system patient handbook, rev. G, contains information on preventing infection and caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate ii percutaneous lead was received on 18oct2021 for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported on (B)(6) 2021 that the patient had been on an ungrounded patient cable due to suspected but unconfirmed short to shield (2916596-2020-05730). The patient had driveline debridement surgery on (B)(6) 2021 and was accidentally placed on a grounded cable in the operating room (or). The patient had a few low speed events on (B)(4) 2021, but no "pump off" alarms were captured. Due to the patient's symptoms, an external repair was planned for the following week. The patient had rescue tape on their driveline near the controller connector. The log files contained 6 low speed advisory events and 1 low speed hazard alarm on (B)(6) 2021. These events appeared to only occur when the patient was connected to power module. The patient received an external driveline replacement on (B)(6) 2021. The entire external portion of the patient's driveline was replaced without consequence.